Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that pump battery was changed and now pump was not turning on and has blank screen. Customer reported high blood glucose due to being off the pump for little while and did not change out battery on time. Customer declined to troubleshoot for the high blood glucose. The customer was assisted with troubleshooting on the pump blank display and found battery cap missed. A replacement battery cap will be issued. No harm requiring medical intervention was reported. The customer will discontinue to use the device.